Event description:
It was reported a malfunction alarm occurred resulting in a blood glucose (bg) level of "high." Customer administered a correction injection to successfully resolved the bg. Customer reverted to an alternate method of insulin therapy.